Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for radiculopathy. It was reported the patient said that the implantable neurostimulator no longer uses stimulator and never worked since placement. There were no patient symptoms or complications reported.